Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled 500. It was discovered that the cover cap was defective. It was confirmed by photographic evidence the cap on the suspension arm was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Root cause analysis was performed by subject matter expert at manufacturer¿s site. On a powerled configuration, it has been detected that a suspension cap was damaged on the suspension ard567910902 sn (B)(6) manufactured in 2015; the cap ard652001094 must be replaced. It is probable that the cap involved was damaged during its removal during a maintenance operation. To prevent any incident the user manual specifies to check the proper position of all covers on the main arm. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of aware date was required. The correction of b5 describe event and problem and g3 date received by manufacturer deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover cap was defective. It was confirmed by photographic evidence the cap on the suspension arm was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover cap was defective. It was confirmed by photographic evidence the cap on the suspension arm was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous g3 date received by manufacturer: 09/30/2024. Corrected g3 date received by manufacturer 10/15/2024. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover cap was defective. It was confirmed by photographic evidence the cap on the suspension arm was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 30th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover cap was defective. It was confirmed by photographic evidence the cap on the suspension arm was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.